Manufacturer narrative:
Date of event: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter on hub and needle shield damaged/disfigured on lot # 7270913. Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that there¿s excessive glue on the hub so that the cap doesn't fit. Also, the orange cap is disfigured. The returned syringe was examined and exhibited a deformed shield as well as material on the surface of the hub of the syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely adhesive. Sample will be forwarded to manufacturing (holdrege) on 12-apr-2019 for further review. A review of the device history record was completed for batch# 7270913. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for damaged barrel. There were five (5) notifications noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged shield and adhesive runoff onto the hub). Root cause description: probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. Possible root cause for the damaged shield: likely a jaw jam of form fill & seal and then made it to packaging. Rationale: no CAPA at this time will monitor for trends related to this issue.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bag experienced foreign matter contamination. The following information was provided by the initial reporter: there's excessive glue on the hub so that the cap doesn't fit. Also, the orange cap is disfigured.